Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 7 of 8. Per the initial report, the home patient (hp) had a system error 2240 (air in the set) alarm. The technical service representative (tsr) recycled the power to clear the alarm. The tsr explained the alarm. The hp was connected at the time of the alarm and did not disconnect, all bags were properly spiked, no extensions were used, there were no open clamps on unused supply lines, no leaks and the proper procedures per the user manual were review with the hp. The caller would call the nurse (rn) regarding the air was detected and being connected. The customer contacted global product surveillance (ps) on (B)(6) 2012. The hp stated that he ended therapy the night of the alarm and contacted his rn. The hp did not notice any defects with the original cassette. The hp had discarded the original cassette and did not have a companion or know the lot number. Ps contacted the peritoneal dialysis rn on (B)(6) 2012. The rn stated that there were no medical issues or injuries related to the reported problem. The rn stated that the hp was continuing with therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in the set) could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.